Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During insertion, the capsule was damaged and could not support the lens. The (B)(4) was removed and replaced with an anterior chamber iol and the incision was sutured. Reference MDR 1119729-2010-00079.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.